Event description:
On (B)(6) 2012, the pt reported that the infusion set insertion device is unintentionally firing. He stated that after inserting the infusion set headset into the insertion device, and pulling the blue base up, the infusion set is released. He stated the safety lock is still in the lock position after pulling the base up. This has happened 3 - 4 times in the last 6 weeks to 2 months. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The insertion device was replaced and requested to be returned for eval.